Manufacturer narrative:
During follow-up, the patient reported that he did not know if the uti was caused by the scraping, and did not notice any defect when examining the unit.

Event description:
Intermittent catheter patient (user) reported that sometimes when inserting the hm14 catheter, it will scrape and cut, which will cause a small amount of blood. The patient reported experiencing a urinary tract infection (uti) the last time he used the catheter. During follow-up, the patient reported he recovered completely from the uti after completing the full course of antibiotics prescribed by his doctor.